Manufacturer narrative:
Follow-up # 1 date of submission 01/13/2014 - device evaluation:the pump has been returned and evaluated by product analysis 12/31/2013 with the following findings:evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that there was a piece of the pump case missing near the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.